Event description:
Telemetry confirmed a critical alarm due to "stopped pump may exceed tube set." It was added that the pump had been stalled since (B)(4) 2012. It was later stated that a confirmed motor stall was noted in attention dialogue box to have occurred on (B)(4) 2012 with recovery. The pump was interrogated as of the date of this report when the motor stall was seen. Healthcare provider (hcp) interrogated the pump twice and on the second interrogation pump showed recovery in log as of (B)(4) 2012. Expected volume was 3.9 ml and 3.5 ml of the drug was withdrawn, within specifications. Patient could not remember having an MRI and denied hearing alarms. Patient had not felt a loss of therapy and was reportedly fine, no withdrawal symptoms. Drug delivered via the device was lioresal 2000mcg/ml, 275.9mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the health care provider reported that the patient had an MRI done (B)(6) 2012 and the pump was not interrogated after. Per the hcp the cause of the event was possible motor stall after the mir with motor stall recovery. The patient experienced no symptoms of withdrawal. It was noted that the patient had withdrawal type symptoms on (B)(6) 2012 but an infection was found and was thought they were not pump related. It was unknown if a culture was done or the location of the infection. Per the hcp the patient had no withdrawal symptoms but did experience increased spasticity, itching, hypotension and hypertension. In early april it was reported the actual residual volume was (arv) was greater than the expected residual volume. Per the health care provider the pump was filled (B)(6) 2012 with no volume discrepancies noted by the nurse. In early (B)(6) it was noted that per the managing hcp an infection related to the pump was not the case. The patient had been discharged home and was to make a follow-up appointment. No reports of any withdrawal symptoms or volume discrepancies have since been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8598a, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk; catheter model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).